Manufacturer narrative:
(B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the symfony intraocular lens (model zxr00v +24.0 diopter) the patient became near-sighted. Visual acuity (va) pre-op: 0.7(0.9p×s+2.25c-1.00a45°) . Va one-day post-op: 0.8(1.2×s-1.25c-1.00a80°) - uncorrected va: 0.6. Va one-week post-op: 0.3(0.7×s-1.00 c-0.75a75°) - uncorrected va: 1.0. Va one-month post-op: 0.3 (1.2×s-1.25) - uncorrected va: 0.6. Additional information was received and it was learnt that touch up lasik (laser-assisted in situ keratomileusis) was going to be performed (date unknown). Reportedly, the lens was explanted on (B)(6) 2018 and replace with a competitor lens. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.